Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the implantable neurostimulator (ins) was dead so they couldn't access it with the patient programmer (pp). It was further reported the consumer was scheduled to have the system removed in november. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported a consumer's device was dysnfunctional and had no further details on this; however, the consume r was having an MRI of the brain for ms. Follow-up was being conducted to determine clarification of, cause, troubleshooting, and actions/interventions taken to resolve the reported issue. If received, this event will be updated. Indication for use included spinal pain.